Manufacturer narrative:
Date of event is an approximate. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient has been having troubles with this inflatable penile prosthesis (ipp), as it is not deflating. The patient wants to evaluate replacement options.